Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. However, the missing print defect was found during the manufacture of this batch and adjustments were made to correct the issue. The batch was requalified, and production was resumed. It is possible a few defective pieces were able to escape detection. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: a potential root cause for the missing print defect is associated with the marking process. It was likely due to a build up of ink causing the system to become clogged. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip had no ml markings on them. The following information was provided by the initial reporter: "caller reported two syringes in regular supply order with no ml markings for measuring insulin to fill cartridge"